Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has not been provided. A device history lot review cannot be performed. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported a patient's antiarrhythmic drugs (aads) filter noted to be sticky & leaking aads. No adverse event/serious harm reported.